Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6106973, medical device expiration date: 10/31/2017, device manufacture date: 04/15/2016 . Medical device lot #: 6243859, medical device expiration date: 02/28/2018, device manufacture date: 08/30/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® barricor¿ lh plasma blood had clotting issues after being stored in a refrigerated environment.